Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient thought their battery was dead because the last time they called in they were told it was dead. It was reviewed that the power on reset message does not indicate the battery was dead. Patient synced to their programmer and saw a poor communication error with and without the antenna. Patient mentioned that they had parkinson's and it was unrelated to the device and they were wondering if they could use a hearing aid. Patient repeated that therapy did not work and had blood clots. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient's healthcare provider's office called them to tell them that they needed their battery recharged and their battery life had expired. Patient was considering having the device removed because it wasn't working at all anymore. Patient was unsure what the healthcare provider's (hcp) office was referring to, but thought they may have meant the patient needed reprogramming. Patient stated they just told them that they had the implant for 5 years and needed to come in. Patient stated they spoke with someone at the hcp's office because they had a significant prolapse and they were concerned about how it would work with the therapy. Patient stated they had no control over their fecal incontinence because of the prolapse. Patient was told that they had a prolapse and something else that interferes with containing stool. Patient was going to check device settings, however the patient programmer wouldn't power on and the patient did not have new batteries to try. Patient called back after changing programmer batteries, the patient programmer showed a warning power on reset (por). It was explained that due to the type or error, no further troubleshooting could be done and the patient was redirected to their healthcare provider. No further complications were reported or anticipated.